Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently pump bolus was not properly being delivered. Customer reported to have experienced elevated blood glucose (value not provided). No additional information was provided.